Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the emergency room (ER) with pre-syncope and inappropriate shocks from the implantable cardioverter defibrillator (ICD) due to atrial tachycardia/atrial fibrillation (af) arrhythmia detected as a ventricular fibrillation (vf) episode. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is scheduled to have an atrial/ventricular (av) node ablation.